Event description:
It was reported that revision surgery was performed due to loosening of acetabular component.

Event description:
It was reported that revision surgery was performed due to very steep acetabular cup inclination and acetabular dislocation.